Event description:
It was reported that (1) device was used during a bullectomy. It was reported by the affiliate that the tsb45 cut, but the staples stayed open. They fired the device twice and the problem was the same. Another device was used to complete the case. There was no consequence to the pt.